Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and 34 mm aortic extension. It was reported that at the initial implant the aneurysm neck was angled greater than 60 degrees (off label use) and contained circumferential calcification. A computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2012, the patient was treated with 34 mm aortic extension which did not completely correct the endoleak. A palmaz balloon expandable stent graft was placed which corrected the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Actual device not returned for evaluation. Endoleaks are a known risk of the procedure. No conclusion can be drawn. Use of the device for aneurysm neck measuring more than 60 degrees is considered off label use of the device.